Event description:
End user reports the catheters are still having issues with the paper being weaker overall on the outside packing causing tearing when opening. End user states "he has gone through "3 mu boxes and noted that qty 52 catheters all of lot # 211020-1, the paper packaging still tore unevenly, although much less than his previous reported complaint he said. He did note that one catheter he counted in the total 52 he counted that had the issue, tore worse more so "along both edges" than the others which all tended to tear down just one side. When he attempts to open and separate away the clear plastic portion of the packaging from the white paper portion of the outer packaging the paper portion mainly tore down one side at the seam line. He said this time this did not compromise the sterility of the catheter because he was able to get them out without brushing the sterile catheter on the outside torn edges. He really thinks the paper has become weaker or to a lesser extent he thinks it could be the glue that is too strong on one side that closes the outer packaging. He said he has a micrometer at home from his previous job as a machinist and the paper has the same thickness as he measured it; he was able to compare with previous boxes he still has from a year ago that tear perfectly of the same catheter. He really think it's the paper that itself has become weaker that is causing this. He could not feel any differences he noted in the paper quality from unaffected older catheters to the reported ones. He said he tries to place equal pressure on both sides when tearing. When he uses his old boxes of these catheters from a year ago, they tear perfectly when he opens them and that is why he thinks it is a manufacturing/material change issue."

Manufacturer narrative:
Device 44 of 52. Common device name: hydrophilic cure catheter. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).